Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused tongue cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and caused tongue cancer. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 12, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and caused tongue cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed dust-like contamination on the top enclosure/ui panel. A brownish dust-like contamination was observed on the left side panel. Manufacturer observed miscellaneous scratches and dust-like contamination on the bottom enclosure. A small amount of dust-like contamination was observed in the air inlet, and on the right-side panel. An unknown contaminate was observed on the warning label. A greyish dust-like contamination was observed on the interior side of the top enclosure. A dust-like contamination was observed on the blower cap, iso port and blower motor. A whitish dust-like contamination was observed inside the blower motor. Manufacturer observed sound abatement foam stuck to the bottom of the blower housing. While trying to remove the sound abatement foam, manufacturer damaged the foam when touching it. Manufacturer observed sound abatement foam stuck in the bottom enclosure. Manufacturer confirmed the presence of degraded sound abatement foam. Unknown contamination and scratches were observed on the humidifier bottom enclosure. An unknown contaminate and dust-like contamination was observed on the left side panel. Dust/dirt-like contamination was observed in the humidifier bottom enclosure, on the dry box, on the interior side of the flip lid assembly and in the lower base. A whitish dust-like contamination along with a brownish contamination was observed in the water chamber. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.